Event description:
Ous MDR - after an implantation time of about 53 months, inappropriate shock deliveries were reported. A negative impact on the pt's psychological state was reported.

Manufacturer narrative:
Ous MDR.